Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) stored two episodes showing noise, and the health care professional (hcp) contacted technical services (ts) to discuss what could cause this type of interference. Ts reviewed available device data and observed several similar episodes with high-frequency noise. Per ts, these signals resemble myopotentials. There is no ventricular over-detection (at least not observed on the recorded traces), but there are atrial over-detections. In-clinic troubleshooting was discussed at length. No adverse patient effects were reported. This product remains in service.